Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 17-feb-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while removing the catheter the nose cone got caught on the inflow portion of the valve and pulled the valve up 5-7 millimeters. A second valve was implanted. No additional adverse patient effects were reported.